Event description:
There was an allegation of questionable results from the hiv-1 test using a cobas 5800. The treating physician expressed concerns that the instrument's results were inconsistent with the patients¿ established clinical history and current treatment regimen. Data was provided for 66 result comparisons, of which 30 samples had initial results indicating hiv-1 detected and upon repeat testing had results indicating hiv-1 not detected. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to identify a specific root cause. Based on the available data, the event was consistent with a preanalytic issue with the freezing and thawing of the ppt tube while still containing the cell pellet. A product problem was not found.